Event description:
In 2009, the pt reported her insulin infusion device was not properly delivering insulin. She stated she experienced readings more elevated than usual and she kept adjusting her basal rates for the elevated readings. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.